Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MDR ID# 2134265-2016-06192. It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and mildly calcified left forearm vein. After a 5f non bsc introducer sheath was inserted in the left arm vein, a non-bsc guidewire crossed the lesion. Then a 5.0mmx40mmx40cm (4f) sterling balloon catheter was advanced for dilation. There was no visual issue noted to the device prior to use. However, during the first inflation at 10 atmospheres, the balloon ruptured after being inflated for 10 seconds. The device was exchanged with another 6.0mmx40mmx40cm (4f) sterling balloon catheter. However, upon inflation at 12 atmospheres, the balloon also ruptured. No segment of the balloon was detached inside the patient after it ruptured. The procedure was completed using a 5x4 non bsc balloon catheter and was inflated at 15 atmospheres. No patient complications were reported and the patient's status was good.